Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the vacutainer was cracked with a bd vacutainer® sodium fluoride: 30mg blood collection tubes. The following information was by the initial reporter: (2 of 2 complaints) it is reported customer experienced a crack lip on vacutainer.

Event description:
It was reported that during use it was discovered that the vacutainer was cracked with a bd vacutainer® sodium fluoride: 30mg blood collection tubes. The following information was by the initial reporter: (2 of 2 complaints) it is reported customer experienced a crack lip on vacutainer.

Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for lipout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.